Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 377860 lot# n0044934 serial# implanted: (B)(6) 2006 explanted: (B)(6) 2017 product type lead b1: event is now reportable for product problem and adverse event. Event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and manufacturer's representative (rep). It was reported that the allegation of the settings being "off-kilter" meant that contact 3 had high impedance. The old lead from 2006 must have been disturbed when the patient had an implantable neurostimulator (ins) replacement (for normal depletion) the week before. The new ins was tilted in the abdominal pocket and was not sutured down tightly. The lead was revised and the existing ins was moved to a new pocket in the left buttock. The issue was reported as being resolved. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2017. It was reported that the patient¿s implant battery keeps moving and she thinks settings are ¿off kilter¿ again. She just saw a manufacturer representative on (B)(6) 2017 where they reprogrammed the implant. She has another appointment with the health care provider on (B)(6) 2017. The patient noted that the first week, the implant was flat and great, but after a week to 1.5 weeks, it started not sitting correctly. The patient thinks that she will probably have to have surgery again to reset the placement of the battery. The patient wanted a manufacturer representative to be at the appointment with her health care provider. There were no patient symptoms or complications reported.